Event description:
It was reported that a patient presented with an infection and pocket rupture noted on the patient's pacemaker system. The leads and device were found to be eroded. The system was explanted on (B)(6) 2026. No adverse patient consequences were reported.

Manufacturer narrative:
Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.